Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An analyst reported on behalf of the customer that an a3059 mayfield composite series skull clamp had lock movement. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
The product was returned for evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. Unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. General maintenance and cleaning required. The device history record showed no abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. Root cause is unknown, however most likely cause is wear and tear.